Event description:
It was reported that this pacemaker system exhibited noise over-sensing on the ventricular (rv) lead channel. Technical services (ts) was consulted and upon review the noise appeared to be myopotential and it was noted that the over-sensing led to false atrial tachy response (atr) episodes as well as non-sustained ventricular tachycardia episodes. The recorded episodes exhibited pacing inhibition with asystole. It was also mentioned that the patient experienced dizziness as well as pre-syncope. The physician opted to adjust the rv channel sensitivity and increase the pacing thresholds to 5 volts, causing pocket stimulation. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).